Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, the activated clotting levels were >250s and heparin was administered. Post deployment constraint and perivalvular leak (pvl) was noted. A post balloon aortic valvuloplasty (post-bav) was performed. After post-bav, a circumferential pericardial effusion and cardiac tamponade were noted, chest was opened and surgical repair was performed. The navitor valve was explanted and a 25mm epic max valve was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl), pericardial effusion, and cardiac tamponade was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl is related to challenging patient anatomy (heavily calcified leaflets). The reported cardiac tamponade appears to be a cascading event of the pericardial effusion. The pericardial effusion appears to be related to procedural conditions (post-bav). The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.